Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6949, implantable defib lead, (B)(6) 2007; 5076, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead was not capturing. It was also reported that the lead had dislodged. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the proximal section of the capped lead has now been explanted. No patient complications have been reported as a result of this event.